Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her husband¿s onetouch verio 2 meter was displaying an apply sample message. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began at 8.45 pm on (B)(6) 2018. The reporter stated that the patient does not have any medication routine, and it is unclear how the patient, manages his diabetes. The reporter stated that due to the patient being unable to obtain a blood glucose result, he developed symptoms of ¿extremely weak and sweaty¿. The reporter stated that she treated the patient with some ¿candy¿. During troubleshooting the csr noted this was the first time the product was being used, and that the patient had been using correct testing steps, and the correct strips were being used. The csr noted that the test strip did not completely draw in the sample. The csr walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.